Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was received with a broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer inserted a new battery in the insulin pump, and, when the insulin pump turned on, only half of the display was showing. The customer inserted another battery, which produced the same result. The customer stated that when she hit the act or esc buttons multiple times, the full screen would display but after a few minutes it would go back to a half display. The customer's blood glucose was 137 mg/dl. The customer was using an (B)(4) aaa alkaline battery. The customer stated that the insulin pump was neither dropped nor bumped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.